Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the anchor of a 5f exoseal vascular closure device (vcd) did not deploy and the indicator monitor did not activate, so the device pulled out. Hemostasis was completed successfully after switching to manual compression. There was no reported patient injury. An antegrade puncture was used on the same side for an endovascular therapy (evt) procedure. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18454452 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿indicator wire deployment difficulty unable¿ could not be evaluated. Without the return of the device the exact cause of the reported event could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. An antegrade approach was reported. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d10, g3, g6, h1, h2, h3 and h6. As reported, the visual indicator of a 5f exoseal vascular closure device (vcd) did not change color. Hemostasis was completed successfully after switching to manual compression. There was no reported patient injury. An antegrade puncture was used on the same side for an endovascular therapy (evt) procedure. The user was trained, and the device was stored and prepared per the instructions for use. No visible signs of damage to the device or package were noted before use. A non-cordis short sheath was used. The femoral artery¿s suitability was verified by angiography with the correct insertion angle, and the vessel diameter was confirmed to be greater than 5 mm. No calcium, plaque, stent, or stenosis greater than 50% was present at or near the puncture site, and the site had not been closed within 30 days prior to the procedure. There was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. There was no difficulty connecting the sheath introducer with the exoseal vcd, and no resistance or friction was experienced when advancing the device. The sheath was not kinked or bent. The indicator wire cowling locked against the handle assembly, and an audible click was heard. There was no visual damage to the indicator wire prior to use, and the indicator wire loop showed no damage upon removal. The indicator window did not change the color and it was facing up during retraction, and it came out. Pulsatile flow was observed from the bleed-back indicator. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18454452 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿indicator window no change to indicator¿ could not be evaluated. Without the return of the device the exact cause of the reported event could not be determined. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Event description:
As reported, the visual indicator of a 5f exoseal vascular closure device (vcd) did not change color. Hemostasis was completed successfully after switching to manual compression. There was no reported patient injury. An antegrade puncture was used on the same side for an endovascular therapy (evt) procedure. The user was trained, and the device was stored and prepared per the instructions for use. No visible signs of damage to the device or package were noted before use. A non-cordis short sheath was used. The femoral artery¿s suitability was verified by angiography with the correct insertion angle, and the vessel diameter was confirmed to be greater than 5 mm. No calcium, plaque, stent, or stenosis greater than 50% was present at or near the puncture site, and the site had not been closed within 30 days prior to the procedure. There was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. There was no difficulty connecting the sheath introducer with the exoseal vcd, and no resistance or friction was experienced when advancing the device. The sheath was not kinked or bent. The indicator wire cowling locked against the handle assembly, and an audible click was heard. There was no visual damage to the indicator wire prior to use, and the indicator wire loop showed no damage upon removal. The indicator window did not change the color and it was facing up during retraction, and it came out. Pulsatile flow was observed from the bleed-back indicator. The device was not returned as expected.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the anchor of a 5f exoseal vascular closure device (vcd) did not deploy and the indicator monitor did not activate, so the device pulled out. Hemostasis was completed successfully after switching to manual compression. There was no reported patient injury. An antegrade puncture was used on the same side for an endovascular therapy (evt) procedure. Additional information was requested but not provided. The device will be returned for analysis.